Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had error codes 45 and 61 as well as electrical faults 53 and 54. It is unknown under which circumstances the issues were discovered or if there was any patient involvement.

Manufacturer narrative:
Getinge field service engineer (fse) customer called tech support to cancel work order. Customer did not want to pursue fixing the instrument at this time. Closing work order.email correspondence included to confirm. The patient involvement is unknown. The equipment was cleared for customer use.